Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple reprogramming. Lead migration was confirmed through x-ray. The patient underwent a lead replacement procedure.